Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed replaced the circulation and mixing pumps in the arctic sun device after speaking with the technical support a month ago. However, the device was still failing calibration with an error 80 (non-recoverable system error) previously the device was failing for low flow . A functional check of t4 and draining water from the left port showed that the chiller was not cooling. Mss stated this was an indication of a chiller failure. Biomed requested a quote for a chiller repair. Per sample evaluation result received on (B)(6) 2022, the unit not cooling was due to a failed mixing pump. It was observed that the electrical port on the mixing pump motor was pushed into the motor, as per the photo attached causing the mixing pump to malfunction. The ac cca card and power module have degraded due to electrical overstress. Tank rubber gaskets were worn and torn. They performed 2000 hour preventive maintenance service on the unit.

Event description:
It was reported that the biomed replaced the circulation and mixing pumps in the arctic sun device after speaking with the technical support a month ago. However, the device was still failing calibration with an error 80 (non-recoverable system error) previously the device was failing for low flow . A functional check of t4 and draining water from the left port showed that the chiller was not cooling. Mss stated this was an indication of a chiller failure. Biomed requested a quote for a chiller repair. Per sample evaluation result received on 27jun2022, the unit not cooling was due to a failed mixing pump. It was observed that the electrical port on the mixing pump motor was pushed into the motor, as per the photo attached causing the mixing pump to malfunction. The ac cca card and power module have degraded due to electrical overstress. Tank rubber gaskets were worn and torn. They performed 2000 hour preventive maintenance service on the unit.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.